Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot and declined to provide additional information regarding this alarm. Reportedly, the customer reverted to manual injections for insulin therapy.